Event description:
It was reported that at kit inspection the synthetic bearing was out of the unit. Due diligence is complete. At product evaluation investigation the mesher had a damaged comb and not able to cut properly. No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit would not cut properly. The synthetic bearing and comb were damaged and replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.